Event description:
Additional information received reported that the patient was unable to adjust their stimulation and a power-on-reset (por) condition was reported and a "call your doctor" icon message was seen on the patient programmer. The patient was able to clear the por, turn the implantable neurostimulator back on and felt their stimulation. If additional information is received, a follow up report will be sent.

Event description:
It was reported that patient received a power-on-reset (por) message on the external recharger unit following the use of the antenna locator feature with the implantable neurostimulator (ins). This subsequently led to a normal recharging screen message on the recharger unit. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Lead model 3778-60, (B)(4), implnated: (B)(6) 2011, explanted: na, lead model 3778-60, (B)(4), implnated: (B)(6) 2011, explanted: na, programmer model 37743, (B)(4), recharger model 37752, (B)(4).